Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
An 85% stenosed lesion in the mid right coronary artery was treated with three passes of a csi diamondback orbital atherectomy device (oad) on low speed. When the device was operated at high speed, it stopped spinning and became stuck on the guide wire. The oad was unable to be removed from the wire. The oad and guide wire were removed together and a stent was noted to be wrapped around the crown and shaft. Angiography was performed and no issue was noted. The vessel was re-wired, a drug eluting stent was placed, and the procedure was completed with no patient complications reported. It was reported that the csi representative present during the procedure referenced the presence of a possible stent during a review of the patient images prior to the procedure, however the physician did not believe a stent was present and was of the opinion that the vessel was highly calcified.